Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 99% stenosed lesion being treated was located in the non-calcified, non-tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick balloon. When the physician was placing the 4.00 x 16mm liberte bare metal stent, he noticed the stent delivery balloon and the stent were misaligned. The physician removed the stent delivery system and visually confirmed the misalignment. The procedure was completed with another liberte bare metal stent. No pt complications were reported. Pt status reported as "discharged".